Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using conformable gore® tag® thoracic stent graft with active control system (ctag/ac) for a descending aortic aneurysm. A ctag/ac (tgmr404015j/ (B)(4)) was deployed as distal device. Approximately one-week post-procedure, no issues were confirmed on computed tomography during follow-up. On an unknown date, it was reported that the distal neck diameter had increased, resulting in ¿bird beak¿. In addition, the diameter of the aneurysm exceeded 70 mm (the original diameter was unknown). On (B)(6) 2022, the patient underwent reintervention. However, due to complications during the reintervention, the ¿bird beak¿ was not resolved. Another reintervention may be performed in the future. This was reported on MFR report # 2017233-2022-02797. A ctag ac (tgmr404015j/ (B)(4)) was advanced to the distal side of the previously implanted ctag ac (tgmr404015j/ (B)(4)). The delivery catheter between the leading olive and stent graft of the new ctag ac became caught at the distal end of the previously implanted ctag ac. Then, the 22fr gore® dryseal flex introducer sheath on the right side was unintentionally pulled out, causing blood pressure to drop. The physician determined to postpone the procedure. Reportedly, after a blood transfusion, the blood pressure recovered (bleeding amount and transfusion amount are unknown). In addition, the ctag ac (tgmr404015j/ (B)(4)) was removed without sheath, which resulted in damage at the access site. The damaged area was surgically repaired. The patient tolerated the procedure. Another procedure may be performed in the future to treat the aneurysm enlargement.

Manufacturer narrative:
H6: investigation conclusion code 18 added.

Manufacturer narrative:
H3: device evaluation results- the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the entirety of the device was inspected. There was no obvious damage or abnormalities observed. There were three minor observations of the device as follows. 1. The distal end of the endoprosthesis was observed to be farther away from the catheter lumens than expected. 2. There was one uncovered apex that appeared to be slightly protruding. 3. There was no evidence of a manufacturing deficiency or any conclusions that could be confirmed from the findings of the evaluation. Based on the event description and device evaluation, no manufacturing deficiencies could be confirmed.